Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital with complaints of syncope. The device could not be interrogated. Eri was suspected as the device had been implanted beyond its expected service life. Patient has been lost to follow-up. No further information is available.